Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the equipment has a red cross. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.